Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occured. The stenosed and heavily calcified target lesion was located at the proximal and distal right coronary artery (rca). While attempting to deploy a 3.00 x 16mm promus element plus stent to treat the target lesion, it was noticed that the stent was not visible after inflation. When viewing the images it was seen that the stent became caught in the calcification in the proximal rca. Another balloon was placed through the stent and was inflated following the placement of the stent, 2 additional stents were placed distally. All stents removed from shelving. No complications were reported and patient was discharged home same day. This was reported to (B)(6).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.